Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that foreign material was present in the device. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation and posterior wall isolation (pwi), a farawave catheter was selected for use. Use of the device to perform pwi constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). During preparation, a very distinct haze in the flush port that would not go away was noticed even during flushing. This catheter was deemed to be contaminated by the facility, and a second catheter was taken. The second farawave catheter experienced difficulty flushing. A third catheter was used to complete the procedure successfully without patient complications. The catheter is not expected to return for analysis as it was retained by the customer.